Event description:
On april 21, 2011, a spontaneous report was received regarding a (B)(6) y/o female who received an injection of perlane-l (cross-linked hyaluronic acid dermal filler with 0.3% lidocaine). Add'l info was received on june 3, 2011 from a dermatologist. Based on the info received, the case was upgraded to non-serious, unexpected. Medical history included high blood pressure; pre-diabetes; previous allergic reaction to dicloxacillin; previous unspecified laser procedure for rosacea and no previous injection of restylane (cross-linked hyaluronic acid dermal filler) or perlane (cross-link hyaluronic acid dermal filler). The pt's skin type was fitzpatrick iii. Concomitant medications included omeprazole 20 mg once daily, metformin 500 mg daily, avapro (furosemide) 10 mg every other day, folic acid 1 mg daily and vitamin d 1,000 iu daily. The pt received a 0.7 cc injection of perlane-l (also reported as "2/3 of 1 ml syringe") on (B)(6) 2011 between the two marionette lines. Pre-procedure medications included an unspecified topical numbing agent. No add'l procedures were performed at the time of implantation. On (B)(6) 2011 after the implantation, the pt "had the normal amount of bruising." On (B)(6) 2011, the day after the injection, the pt's skin over the marionette lines peeled and turned red with the events being worse on the right side. The right marionette line developed hyperpigmentation and the pt felt that less product was injected on the right side. On "about" (B)(6) 2011 (also reported as "about 17-18 days after the injection"), the pt noticed a bump like pimple by her lip; however, the pimple was not located where perlane-l was injected. On (B)(6) 2011, two other pimples formed on the other side of the pt's mouth at the base where perlane-l was injected. The pimples were further described as little fluid filled bumps with a white head. The pt's dermatologist initially thought the bumps were acne pimples, but then thought the bumps might be cold sores. On an unspecified date in (B)(6) 2011, the bumps were subsequently drained with a lancet, but not cultured. The pt began using topical zovirax (acyclovir) on (B)(6) 2011, the pt was started on oral valtrex (valacyclovir hydrochloride). On (B)(6) 2011, the area of pimples cracked open. On (B)(6) 2011, the area where the crack occurred was cultured and altabax (retapamulin) was prescribed to be applied to the cold sore area. On (B)(6) 2011, the pt stated "at this point the area doesn't seem to want to heal." On (B)(6) 2011, the culture results revealed a staphylococcus infection for which the pt was started on bactrim ds (sulfamethoxazole and trimethoprim) twice daily (bjd) for 10 days and continued to use altabax bid. On (B)(6) 2011, the hyperpigmentation, bumps/pimples around the pt's mouth and cracked area were ongoing and the pt reported she had been diagnosed with an allergic reaction. On an unspecified date in (B)(6) 2011, the bactrim ds, which was prescribed for the staphylococcus infection that initially started from red bumps, "did not help." On (B)(6) 2011, the pt was started on minocycline 100 mg one tablet bid. On (B)(6) 2011, the pt was started on clarithromycin 500 mg one tablet bid for 6 weeks, "as minocycline was not helping much either." On (B)(6) 2011, the bruising, peeling, redness and hyperpigmentation were ongoing. The pt was still getting more pimples/little red bumps on the right marionette line. The skin was a whitish color over the area that had healed and the skin was dry. The area that had cracked open, below the lip, near the corner of the pt's mouth, had developed into an ulcer and was ongoing. The pt stated that she had been diagnosed with angry red bumps and delayed onset papules. On (B)(6) 2011, add'l info was received from a dermatologist. The dermatologist stated that the pt "didn't really have bruising, it was more like broken blood vessels." The eval of the pt on unspecified date in (B)(6) 2011 in which the bumps were drained with a lancet, but not cultured was performed by a physician assistant at the dermatologist's office. The dermatologist did not evaluate the pt at the time and could not confirm the described treatment or the diagnosis of cold sores, angry red bumps and delayed onset papules. The dermatologist originally thought the pt had a staphylococcal infection when the area was cultured on (B)(6) 2011, but had since ruled this out. The dermatologist stated the only diagnosis she could confirm was atypical mycobacterial infection and she did not think the pt ever had herpes because using valtrex for a week "didn't touch it." The dermatologist felt the ulcer was part of the atypical mycobacterial infection. On (B)(6) 2011, the pt was evaluated by the dermatologist and both the right and left marionette lines were still affected. On (B)(6) 2011, the pt was again evaluated by the dermatologist and the only ongoing events were a shallow ulcer on the right crease of the marionette line and the skin was darker in that area. The pt also had a superficial area of skin loss at the right marionette line. The dermatologist reported that the pt may have additionally used topical bactroban (mupirocin) ointment as treatment, but the dates of treatment were not available. The dermatologist stated that she may end up injecting the pt with hyaluronidase. The dermatologist stated that since the pt didn't have the events before, she could only assume that they were caused by perlane-l. The dermatologist believed that the pt's use of ice and makeup after the implant precipitated the atypical mycobacterial infection. The dermatologist assessed the severity of the events as moderate to severe. The lot number and expiration date were 10606 and november 2011, respectively. The pt also reported info regarding an adverse event following treatment with minocycline ((B)(4)).